Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the radiolucent insertion handle frn (p/n: 03.033.001, lot # l971711) was received at us cq. Upon visual inspection, it was observed the broken tip of the mating driving cap/threaded (p/n: 03.010.523, lot # l814080) was retained in the threaded portion of the insertion handle. No issues were observed with the handle. The complaint condition was not confirmed as no damage were observed on the returned device. There is no indication that a design or manufacturing issue was identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : part: 03.033.001, lot: l971711, manufacturing site: hagendorf, supplier: n/a, release to warehouse date: 13 november 2018, expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Event year is reported as 2021; however exact date of event is unknown. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, patient underwent for a procedure. During the procedure, the driving cap broke off in the radiolucent insertion handle while impacting the nail down. The threaded portion of the driving cap is broken off in the insertion handle. There was 5-minutes of surgical delay noted. No fragments generated and the procedure was successfully completed. No patient consequences noted. Concomitant devices reported: unk - impaction instruments: hammer/mallet: trauma(part# unknown, lot# unknown, qty 1). This complaint involves two (2) devices. This report is for (1) radiolucent insertion handle frn. This is report 2 of 2 for (B)(4).